Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patiet's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿omentum was reduced into the abdomen and the hernia edges were cleared off. A composix kugel mesh was used for repair and secured by sutures.¿ (B)(6) 2015 - patient was diagnosed with abdominal mass thereby underwent open repair with lysis of adhesions. Per operative notes, ¿all adhesions and abdominal mass were removed.¿ (there was no visualization/mention of composix kugel mesh). (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair. Per operative notes, ¿hernia sac was reduced and the superior aspect of the previously placed composix kugel mesh was found to be broken loose over the upper half of the mesh. Then a piece of synthetic mesh was used for repair and secured by sutures.¿ (B)(6) 2016 - patient was diagnosed with chronic infection and abdominal pain thereby underwent open repair with removal of composix kugel mesh. Per operative notes, ¿the umbilicus was subsequently excised along with the sinus tract associated with chronic drainage. Extensive adhesions were taken down. A composix kugel mesh and synthetic mesh were removed. Once all meshes were removed, a synthetic mesh was used for repair and secured by sutures.¿ attorney alleged that the patient had adhesions, infection, mesh migration, pain, hernia recurrence, seroma and emotional injuries. It was also alleged that patient underwent repair with removal of belly button.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 10 year 5 months post implant of composix kugel, patient was diagnosed with unspecified infection, hernia recurrence, abscess, adhesion, inflammation, abdominal pain thereby underwent repair with mesh removal. Per operative notes, ¿mesh was found to be broken loose over the upper half of the mesh". The instructions-for-use supplied with the device lists hernia recurrence, inflammation, adhesions as possible complications. The warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the device.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.